Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, device appearance (observed 40 mm dark patch edge material inside gel device) and missing piece of the shell. A microscopic analysis was performed which identify and crease smooth opening in the posterior side. Based on the device analysis the final assessment is: a crease smooth broken on posterior due to a fold flaw opening. Missing of piece of the shell inconclusive.